Manufacturer narrative:
There was no malfunction of the ion system, instrument, or accessories. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 5mm and located in the left upper lobe and was connected to the pleura. The procedure was completed and post procedure, the patient experienced shortness of breath and chest pain. A pneumothorax was identified via x-ray and the initial size was moderate and did not increase; a 14 french chest tube was inserted. The physician believed that if another modality was used a pneumothorax would have occurred. The patient was hospitalized for 2 days then discharged. The diagnosis was non-small cell cancer. There was no malfunction of the ion system, instrument, or accessories.